Event description:
Spontaneous communication. Patient reported constant beeping coming from the pump. Patient stated she woke up to the constant beeping at 3am eastern time today, patient adjusted the tubing and beeping stopping, and beeping came back at 7:15am and has not stop beeping. There is no alert or color change on the screen, patient stated the screen is showing the infusion is still going. Patient is due for cassette change later today, advised the patient to change her cassette when she can instead of waiting. No additional information provided. IV treprostinil patient. Patient did not provide the serial number. Serial number (B)(6) checked out at the time of the report. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No is the actual device available to be returned for investigation? Yes, did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Patient switching to backup pump and making new cassette. Replacement solis pump for same day courier. Pah (pulmonary arterial hypertension).